Manufacturer narrative:
(B)(4) - damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device mfg records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that the cpc connector on the motor drive unit was broken. There was no pt involvement and no adverse pt consequences were reported.